Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were not getting the kind of relief they thought they would get from the therapy. Patient stated they were still going too much when it comes to the bladder and they had accidents. Agent asked when the return of symptoms started and patient stated not even a month after implant. Patient said they felt like they were only getting about 25% improvement in symptoms. Agent reviewed therapy information and general programming guidance. Patient did not need assistance with connecting to ins, and would adjust settings independently. Agent suggested patient reach out to managing healthcare provider (hcp) if they desired more detailed discussion around therapy setting adjustments. Additional information was received from the patient. The patient stated that they were having a return of symptoms. The patient stated that they felt like the stimulation was not working, and they were going to the bathroom frequently. The patient also noted that they were feeling the stimulation on their neck and their pelvic floor. The patient services (ps) agent reviewed that the stimulation should only be felt on the pelvic floor area. The agent also reviewed that it's not necessary to always feel the stimulation as long as they are getting 50% symptom relief. The agent walked the patient through connecting to the ins and reviewed programming options. The patient was able to connect and change programs. The patient confirmed comfortable stimulation on the bike seat area. The agent instructed the caller to monitor the issue and redirected the caller to their healthcare provider if it persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the "feeling stim on the neck" was unknown. The set the device to program 6, 2.7 on (B)(6) 2025. Better than previous.